Event description:
I used polident overnight whitening tablets to clean my dentures for the first time. Within hours, I developed areas of severe gum and upper palate tenderness and a sensation of rawness. Fortunately, it did go away a few hours later. Dates of use: 2009. Diagnosis or reason for use: denture cleaning. Event abated after use stopped: yes.